Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The rep reported that the cause was unknown. Patient stated immediate discontinuation of therapy after she went through airport security. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient went in friday night to their handset and got the message lost data call your clinician. Their surgeon has retired. Patient is in florida now and is heading home. Patient services asked when it last worked, and the patient said they were just using the handset a few days before they had issues or a week or so. On an additional call the manufacture representative said they were notified of a data lost message. Technical services reviewed info and the rep indicated a potential cause being the patient was at an airport. The manufacture representative was scheduled to see the patient the following day. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.